Manufacturer narrative:
(B)(4). Date sent to FDA: 04/27/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on 10/15/2012 and mesh was implanted. It was reported that the patient has experienced undisclosed complications, requiring additional revision surgery and treatment. No additional information was provided.